Event description:
The reporter stated the surgeon inserted an aq2003v silicone 3-piece lens and the lens optic was torn. The incision was enlarged to remove the lens and another lens was inserted. Sutures were required to close the incision.